Event description:
Information received indicates when the brake is applied the casters continue to swivel.

Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the stretcher.